Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion which was moderately calcified and 65% stenosed. While advancing to the target lesion, the catheter broke and the ivus probe twisted itself outside of the catheter. The catheter was entirely removed from the patient and the procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The returned product consisted of the opticross imaging catheter. During product analysis, it was observed the imaging window detached. Furthermore, during product analysis it was observed that the catheter was functionally tested, and it did not show any damage that could contribute to the complaint. Therefore, the reported catheter material twisted complaint is not confirmed. Additionally, during the impedance analysis, the device showed an electrical short circuit failure at the proximal end of the catheter which indicates that there is no longer a connection between the transducer and the system. Regarding the imaging window detachment, partial or complete detachments are prone to occur near the lap joint section due to the difference in rigidity between the imaging window and the sheath section, due to this, the forces in this section are not evenly distributed and are mainly focused over the least rigid material. The detached sections showed evidence of a separation due to a bending action, this is often encountered during advancement of the device, since this causes a compression that if not aligned with the axis, lead the material to bend. It was confirmed that during the manufacturing process, the lap joint section is visually inspected in order to dispose any unit with a damaged imaging window, it is most probable that the material was compromised during usage of the device. Since the DHR review confirmed that the device met all manufacturing specifications, the assigned cause for the encountered detachment is adverse event related to procedure.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion which was moderately calcified and 65% stenosed. While advancing to the target lesion, the catheter broke and the ivus probe twisted itself outside of the catheter. The catheter was entirely removed from the patient and the procedure was completed with another of the same device. There were no patient complications.